Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached an initial smart coil into the aneurysm using another manufacturer's microcatheter. The physician then attempted to deploy a new smart coil into the aneurysm; however, after the coil was halfway implanted, it would not advance any further through the microcatheter. Therefore, the physician removed the smart coil and completed the procedure using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.